Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depletes faster than expected which led to an unexpected shutdown. Additionally, it was reported that a cartridge change error occurred during the load sequence. Customer's blood glucose level ranged between 55-95 mg/dl. Reportedly, the customer changed pump supplies to resolve issue.